Manufacturer narrative:
(B)(4). (B)(6). Additional information provided. The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and a missing chip (light blue main-body) was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned transfer set, a baxter technician determined that there was a missing chip (light blue main-body and twist sleeve separated from dark blue female connector). There was no patient involvement. No additional information is available.